Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reported condition was confirmed. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cartridge was stuck in place. Both the handle and the cartridge were damaged. The device partially fired but there was poor staple formation. The staple line was incomplete, so they re-stapled over the previous staple line. The device got locked on tissue, but after many trials of opening and closing, the instrument opened. There was no tissue damage or tissue loss. There was no injury to the patient. The doctor opened another handle to continue the case.